Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
At the end of an atrial fibrillation ablation procedure, the patient became hypotensive and an ultrasound revealed a pericardial effusion. A drain was placed which stabilized the patient. No performance issues with an abbott devices.